Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that the pacemaker bag had ruptured. The pocket was found red, swollen and erosion was observed. Routine blood test showed the patient had developed an infection. The system was explanted. The patient was stable. On (B)(6) 2018 the system was replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 55.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.